Event description:
The customer reported bellavista1000 having technical failure alarm 240 - temperature of blower too high, technical failure alarm 401- inspiration valve or device leaky and technical failure alarm 316- blower failure. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was not returned for investigation at this time. However, screenshots shows that the turbine speed is at 0 rpm, current 4,23a and voltage 6,36v. Advised customer that unit needs to be replace with new main electronics and a new blower. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Advised customer that the main electronics and blower needs to be replaced.